Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock due to oversensing. Review of the historical data identified a change in lead diagnostics and out of range impedance measurements were observed. X-ray confirmed the lead had dislodged and appeared twisted in the pocket area. A boston scientific technical services consultant stated the morphology of the event is very similar to the presenting data and looks to be conduction. Programming options were discussed. No additional adverse patient effects were reported.